Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the product was leaking a rustic liquid from the bottom. It was further reported that there are no adverse consequences to the patient and that the procedure was completed successfully.